Event description:
Information was received that x-rays showed a crack just distal to the transport screw that is at the end of the distal slot. During the explant procedure the nail broke where the defect was visible and was difficult to remove. No further adverse events have been reported.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
No additional information has been provided.

Manufacturer narrative:
Device evaluation: review of the provided x-ray images of the nail show a crack on the housing tube prior to removal. Visual inspection of the returned product showed that the housing tube was broken into two pieces which confirmed the reported description. Based on the provided x-ray and the returned product, the observed crack on the housing tube came to a fracture due to the applied forces as the nail was unable to tolerate the force from the removal procedure. The root cause of the crack observed on the housing tube is unable to be determined. However previous investigations revealed that mechanical bending and damage occur due to fatigue when excess stressed is applied to the nail by the patient during daily activities. Device history records review: review of the device history records indicated that the unit met all quality specifications and testing prior to product departure.